Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing presyncopal episodes presented in clinic. The atrial lead exhibited loss of capture. Chest x-ray was taken and found to be inconclusive. No intervention was performed at this time and the patient would be closely monitored.